Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house weighted brake drop test. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event.

Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the weighted brake drop test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced.